Event description:
Laser fiber connected to laser and in use. Laser stopped emitting energy and the operating room team smelled smoke. No flames, smoke or flash seen. Upon inspection the laser fiber was burnt at the connection point to the laser. No harm to the patient or staff. Manufacturer response for laser fiber, flexiva (per site reporter). Unknown at time of report.